Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that programming changes were made on the right ventricular (rv) lead in response to the sensing issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the r waves on the right ventricular (rv) lead had been dropping since one year post implant. In addition the lead had occasional episodes that showed oversensing about the time of the t wave but not always associated with the t wave. The lead remains in use. No patient complications have been reported as a result of this event.